Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The analyst commented that the helix will not function properly at the time of evaluation due to amount of dried blood in the sleeve head.

Event description:
It was reported that after two attempts to reposition the helix would no deploy a third time. The helix is "currently exposed" after greater than forty rotations out of the body cavity. The device was not used. No patient complications have been reported as a result of this event.